Event description:
It was reported that the device was difficult to remove and the procedure was cancelled. The target lesion was located in the severely stenosed c1 segment of the right carotid artery. A 190 cm filterwire ez? Was selected for use. During the procedure, the filterwire was positioned and deployed. However, the retrieval sheath could not be retrieved. The procedure was not completed due to this event. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the device was difficult to remove and the procedure was cancelled. The target lesion was located in the severely stenosed c1 segment of the right carotid artery. A 190 cm filterwire ez? Was selected for use. During the procedure, the filterwire was positioned and deployed. However, the retrieval sheath could not be retrieved. The procedure was not completed due to this event. There were no patient complications as a result of this event. It was further reported that the retrieval sheath was pulled out of the patient together with the filter wire. The patient was sedated and under local anesthesia when the issue occurred.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. (B)(6).